Event description:
The customer reported being hospitalized due to low blood glucose seven years ago. The blood glucose reading at time of call was 104 mg/dl, and she has treated with glucose tablets. The customer stated that she was in a vehicle accident. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that she does not recall more details on her admission. The customer stated that she was getting low reservoir alarms, and did not continue testing the device. The customer requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.